Event description:
Rn started 16 gauge IV in patient, pressed lock to retract needle, and the needle did not completely retract into the safety housing, leaving approximately 1 inch of the needle including the sharp end exposed. The needle was disposed of in the sharps container, but photograph of needle and packaging was captured. No harm came to the patient or rn.